Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported when running blood and lipids in the alaris pump tubing, the red from the blood and the white from the lipids stain the fluid path of the tubing. Ail detector on the pump is not alarming because of the discoloration/staining of tubing. The pump is reading there is still drug in the line and the pump in not shutting off. There was no reported patient harm.